Manufacturer narrative:
Device related data quality updates only: a correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name - previous brand name: servo-u, corrected brand name: base unit servo-u. D4 ¿ version or model # - previous version or model #: servo-u, corrected version or model #: 6694800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description. Ventilator¿s log files were not provided. According to our field service engineer (fse) a new control cable was installed in order to resolve communication failure. Afterwards the ventilator passed all functional and safety tests and was cleared for clinical use. Information regarding o2 concentration issue has not been provided. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that there was a discrepancy between set and measured values of o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).